Event description:
It was reported that a patient received inappropriate high voltage therapy. X-ray revealed lead dislodgement. The lead was explanted and replaced when repositioning was unsuccessful. There were no adverse consequences as a result of the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the damage found was sustained during the surgical procedure. The lead was otherwise normal.